Event description:
Device malfunction: difficult to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure using the starclose se device. Reportedly, when deploying the clip, a click was heard but the clip did not deploy. The process was repeated and the clip was deployed with partial closure and slow hemostasis. Hemostasis was achieved by manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.